Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was returned for power error alarms. The detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip and battery tube threads. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm and insulin flow block on the insulin pump. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised the power system alarm recurs every 4 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.